Manufacturer narrative:
This MDR is related to ge healthcare complaint. The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that the fluoro x-ray stopped, there was no image on the monitor, the x-ray buzzer rang, twenty squares displayed, and the panel switch led lit up. The customer rebooted the system once and it operated as normal.